Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentration, high positive hcg urine standard, and high hcg clinical urine sample. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018, the patient arrived at the emergency room with abdominal pain. A urine sample was collected and produced a negative hcg result using a fisher-sure-vue hcg stat serum/urine test. A CT scan was the ordered for the abdominal pain based on the negative hcg result. Additionally, the patient was administered dilaudid (1mg), toradol (50 mg), and zofran (4 mg) intravenously after testing using the fisher-sure-vue hcg stat serum/urine test. Urinalysis was also performed on the yellow and clear urine sample collected which showed a specific gravity of 1.027 and a trace of ketones with negative results for all other analytes. On (B)(6) 2018, the patient returned to the emergency room for a follow-up on the abdominal pain. A new urine sample was collected and tested using a second fisher-sure-vue hcg stat serum/urine test from the same kit as the previous day. The test produced a positive hgc result. A serum quantitative hcg test was then ordered and produced a result of 88,628 miu/ml. An ultrasound was also performed and showed the patient to be approximately (B)(6) pregnant.

Manufacturer narrative:
Investigation conclusion: returned and retention products were tested with qc cut-off hcg concentration, high positive hcg urine standard, and high hcg clinical urine samples. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.